Manufacturer narrative:
(B)(4).

Event description:
Procedure: coronary bypass. According to the reporter: pt experienced wound dehiscence post-operatively on arm. On the chest, the wound was about to disrupt, but not completely. Used nylon sutures to recover the dehiscence on arm. The pt is on an insulin treatment.